Manufacturer narrative:
The insulin pump passed the displacement test, operating currents and self tests. However, the insulin pump had a blank display and battery heating up due to a component on the liquid crystal display puncturing through the isolation tape and making contact to the battery tube positive side.

Event description:
The customer called to report multiple failed battery test alarms. The customer did not have new battery with her at the time of the call. The customer also stated that the battery compartment was hot. Advised that the insulin pump would be replaced. Nothing further was reported.